Event description:
The following has been reported: completing pm after reparative maintenance. Found faulty air detector on pump during repairs. Replaced and completed calibration/pmpm completed using agilia partner version v2r 4.0.3.21072wi-fi configured sql and centerium server checked for connectivity and data download: pass. Reporting as a conservative measure. No adverse event was reported. More information is needed to complete the investigation.